Manufacturer narrative:
The 12.5f hemo cath was returned for evaluation with end caps in place. Visual inspection revealed no obvious defects with the device. The device was flushed and aspirated with no issues and no leaks were noted. Under magnification small cracks can be seen on the septum of the end caps. The end caps provided by medcomp in the insertion kits are one time use, are not meant to be injected through and should be replaced after each treatment. If this was followed, the end caps provided in the kits could not be a contributing factor of the air bubbles in the extensions. The contract manufacturer of the catheter conducted a review of the manufacture records for the lot numbers reported. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. Similar issues were reported by the same facilities from april 29, 2021 to july 13, 2021. Most of those devices were also not returned for evaluation as they remained implanted. The reporting facilities in those complaints report the issue was resolved when the end caps were replaced. It was determined at that time the root cause of these issues was related to the end cap and not the catheter. Medcomp advised reporter at that time that the manufacturer of the end caps should be notified of the event. As the evaluation of these latest complaints has again revealed the root cause is the end cap and not the catheter, medcomp again advised that the manufacturer of the end cap be notified of these events. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
10-12 bubbles in clear portion of broviac line (between the clamps and the insertion site).